Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/21/2025, an ilet user contacted beta bionics customer care after experiencing issues with pairing their dexcom g6 continuous glucose monitor (cgm) sensor to the ilet system. Despite a recent sensor replacement, the ilet continued to display "searching for transmitter." The user's dexcom app was also unable to detect the transmitter. The user reported feeling unwell, with symptoms including nausea, headache, and extreme thirst. Their blood glucose was measured at 271 mg/dl, and they could not find their ketone test strips. The agent recommended contacting their doctor, which the user did, and the doctor advised calling dexcom for a replacement transmitter and sensor. The user continued to experience symptoms and considered going to the ER. Upon follow-up on (B)(6) 2025, the user reported they eventually drove themselves to the ER, where their blood glucose had stabilized at 150 mg/dl. After receiving IV fluids, they were discharged after four hours with no further treatment required.